Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. The needle pulled off at the swage during use. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Representative samples from the same lot number as the actual device were returned for evaluation. Cracked barrels and fins were noted on the returned samples. The product was noted to be out of specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.